Event description:
The user facility reported a 72-year-old male patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that impella cp procedure was aborted as the patient has severe bilateral femoral and iliac arteries calcification. There was no patient harm.

Manufacturer narrative:
The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. The root cause of the delivery issue was most likely due to patient condition since calcification in vessels was observed.